Manufacturer narrative:
Reservoir device information: model number: 720185-01, serial number: (B)(4), catalog number: 720185-01, UDI number: (B)(4), expiration date: 09/03/2016, manufacture date: 09/17/2014.

Event description:
It was reported that the patient experienced discomfort with their inflatable penile prosthesis and presented to their physician in the clinic. The patient's pump had migrated to the penoscrotal junction and revision surgery was scheduled for three weeks later. During revision, the device would not inflate. Fluid loss was verified from an unidentified leak. The system was removed. The patient no longer has an implant.